Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing an increased urge to urinate. The physician assessed that the issue was related to the ventral position of the lead. The physician does not suspect device malfunction. The patient underwent a lead explant procedure and the issue resolved following the explant.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing an increased urge to urinate. The physician assessed that the issue was related to the ventral position of the lead. The physician does not suspect device malfunction. The patient underwent a lead explant procedure and the issue resolved following the explant.